Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the device broke prior to being fired by the surgeon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what part of the device broke? Did the broken piece fall into the patient? If yes, was it removed? Is the broken piece returning with the device? Rn said that the jaws broke. Piece did not fall into the patient. Piece is being returned.

Manufacturer narrative:
(B)(4). The device was received with the jaw attached (not detached as reported) but there was with yielding on the articulation joint. As result of this the jaws could not be opened as the I-blade did not move back or forward. The device was connected to the generator but due to the condition of device not all functional testing could be performed. It is possible that this type of damage can occur after the device undergoes heavy loading.